Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) loaded the delivery device based on IFU and deployed the delivery device. After pressing the aortic cutter, they pressed the plunger of the delivery device handle, but the product was defective. A phenomenon appears where the seal does not come off. The seal did not deploy properly, and did not unfold. The surgery was completed successfully using the same new product. There were no abnormalities in the patient's condition. Per photo provided by the complainant, the delivery device and aortic cutter were observed to have blood. The aortic cutter actuation button was fully pressed and the needle advanced. The white plunger was observed to be fully pressed and the seal was observed to be extended outside of the delivery tube. The seal was observed to be in a folded position.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) loaded the delivery device based on IFU and deployed the delivery device. After pressing the aortic cutter, they pressed the plunger of the delivery device handle, but the product was defective. A phenomenon appears where the seal does not come off. The seal did not deploy properly, and did not unfold. The surgery was successfully completed using the new device. There were no abnormalities in the patient's condition. Per photo provided by the complainant, the delivery device and aortic cutter were observed to have blood. The aortic cutter actuation button was fully pressed and the needle advanced. The white plunger was observed to be fully pressed and the seal was observed to be extended outside of the delivery tube. The seal was observed to be in a folded position.

Manufacturer narrative:
Trackwise: (B)(4). Updated section: b4, b5, d9, g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/10/2024. A photograph was provided by the account. Signs of clinical use and evidence of blood were observed. The aortic cutter was observed to be fully deployed with no visual defects. The plunger of the delivery of the device was observed to be pushed. The seal was observed to be deployed with the tension spring remaining in the delivery tube, however it was observed to be partially folded. An investigation was conducted on 05/15/2024. Signs of clinical use and evidence of blood were observed. The aortic cutter was observed to be fully deployed with no visual defects. The blue slide lock off of the deliver device was observed to be off, allowing the white plunger to be depressed. Blood was also observed in the delivery tube, which indicates an attempt to deploy the seal into the aorta the seal was observed to be deployed with the tension spring remaining in the delivery tube, however it was observed to be partially folded. No measurements of the delivery tube were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and investigation results, the reported failure "failure to unfold or unwrap" was confirmed, however the reported failure "activation problem" was not confirmed. The lot # 3000364275 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.